Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) : the full lead was returned and analyzed. Analysis results revealed the helix was distorted/bent. Further analysis revealed blood in/on the helix mechanism and that damage occurred at implant.

Event description:
It was reported that the physician had difficulty positioning the lead at implant. Upon taking the lead out of the body, the physician realized the helix was damaged. A new lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.